Event description:
A malfunction was reported as the customer's pump screen remained dark and unresponsive, even when attempts were made to reset it or charge it. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.